Event description:
It was reported that when removing a provisional cone body, the plastic body snapped and part of the trial remained attached to the trial stem. The connecting bolt was removed and the trial stem successfully removed.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.